Event description:
Left knee pain; left knee swelling; left knee effusion; left knee inflammation; can't stand on their knee; pain at the site of injection (left knee). Information was received in 2004 from a pt with a history of osteoarthritis, prior synvisc use (about 5-8 years ago), prior neovisc injection (2003), other injection series (unspecified product) "usually gets a series of injections every year for the last 7-years" and no allergy to chicken or eggs who experienced left knee pain, swelling, effusion, inflammation, pain at injection site and not being able to stand on the knee. They began treatment with synvisc in 2004. The pt received the first synvisc infection to the left knee. They experienced pain at the injection site described as "small discomfort." Several hours later that day, when they attempted to stand up and walk, they experienced severe pain "on the outside of the left knee." They noted the knee did not hurt if they were laying down or sitting and was not swollen. The pt used ice and elevation to treat the knee pain. Additional information was received the following month. The pt additionally reported experiencing left knee inflammation, swelling, severe pain and could not stand on the knee without pain. The physician removed "liquid" from the left knee and administered a "cortisone injection." At the time of this report, the pt's outcome was unknown. Qa evaluation results: the following day the production and quality control documentation for lot y0307 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.